Event description:
4.0mm cannulated screw short thread/34mm was revealed via x-rays immediately after surgery to have screw threads peeled. Screw remains in pt and there are no plans for explant at this time.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Device has not been explanted. MFR date cannot be determined without a lot number. No conclusion can be drawn as the product was not returned for investigation.